Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure in regards to migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. Anatomical criteria, anatomical conditions, f/u guidelines. Initial repair was performed on (B)(6) 2008. The left iliac was aneurysmal. F/u on (B)(6) 2011 revealed migration of the right iliac leg. Placement of add'l iliac legs and another MFR's stent resolved the endoleak. Based on the provided info, pt anatomy (anatomical changes/short working length) likely contributed to migration and subsequent endoleak. At this time there is no indication that a design or process induced failure of the device resulted in migration. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2008. The pt's anatomical form was suitable for the procedure. On (B)(6) 2011, f/u contrast enhanced CT revealed type I endoleak due to left iliac leg migration. On (B)(6) 2011, left internal iliac artery was coil embolized. Then two iliac leg grafts were placed into left external iliac artery. The procedure was completed without endoleak. The pt outcome is unk as it was not provided by the reporter.